Event description:
The customer reported to baxter (B)(4) of a vialmate in which there was plastic particulate matter found in the vial during reconstitution. There was no patient involvement. Therefore, there were no reports of patient injury or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. Visual inspection found a particle that was the same color as the rubber septum of the drug vial used, confirming the reported condition. It was found that the particulate matter inside the solution of the vial was caused by coring of the rubber septum, indicating an issue with a process, procedure or practice used by the user facility. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.